Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. (B)(4).

Event description:
On (B)(6) 2008, it was reported to boston scientific corporation that a hyrdothermablator console unit (hta) issued an error code ee1. No pt involvement or complications were reported as a result of this event.